Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn :m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 20261602.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.